Event description:
Shoulder revision due to pain after baseplate became loose due to central screw and a 3.5mm screw breaking.

Manufacturer narrative:
The broken pieces of screw remain in the patient. A humeral stem adapter and humeral head was used to revise the patient to a hemi shoulder arthroplasty.